Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. UDI:(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the healthcare professional in colombia that during an unspecified surgical procedure on (B)(6) 2023, it was observed that at the time of threading the 4.5 healix ti anchor w/ocord device into the bone, it reached halfway, and the anchor stopped rotating and only the stem began to rotate. Upon inspection, it was realized that the tip that held the anchor was released from the stem, causing it to detach, and the tip remained inside the patient with the anchor halfway. There was a delay in the procedure; however, the duration of the delay was not specified. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary : a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo shows the device in used condition. The inserter tip is detached from the device's shaft. Given that lot number provided is not valid, the manufacturing record evaluation (mre) review cannot be performed. If the valid lot number becomes available, the mre review will be performed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. A possible root cause can be attributed to axial misalignment during insertion of the anchor, the force applied to the metal along with the twisting action can contribute to metal weakening leading to inserter tip detachment, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.